Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a polypectomy the same day. According to the complainant, "both clips would not come out of the catheter. " there were no patient complications reported as a result of this event. Note: the complaint associated with this report is related to another complaint. Refer to associated manufacturer report number 3005099803-2009-1995 for a report on the other complaint.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the sheath grip was detached from the over sheath. A functional evaluation revealed that the clip assembly could be exposed by greasing the oversheath. The clip assembly was then actuated several times and then deployed as per design. The most probable root cause classification is operational context.